Manufacturer narrative:
The company rep observed the reported alarms in the error log. The company rep replaced the drive manifold assembly (0104-00-0018). The unit was tested to factory spec. It functioned normally and was returned to the customer. The issue was narrowed down to known insufficient curing of epoxy on the transducer that resides within drive manifold. Due to increase in the number of transducer (part number 0682-00-0076) failures, CAPA was initiated. It was concluded earlier that the cure time of the epoxy was contacting the pcb and causing impedance on the pcb. This may possibly result into reading drift and transducer malfunction. An improved impedance test was implemented by the transducer MFR. Later, the MFR updated the epoxy curing process to improve the implementation to properly cure the epoxy and prevent the epoxy from bleeding onto the pcb. In addition, an impedance test was added at maquet mfg facility to more effectively screen out the impedance failures. Health hazard eval determined the risk associated with this failure mode is none/negligible. The effectiveness of the change in the process was reviewed. There were no replacements made due to transducer failures to any pump with manufactured codes later than february 2011. (B)(4).

Event description:
The customer reported that prior to use on a pt the unit generated the "system alarm" and the "electrical test fails code #52" (drive transducer offset failure) alarm. The pump was replaced and therapy was initiated. No pt injury was reported.